Manufacturer narrative:
The device was not returned for analysis however this complaint appears to be related to a manufacturing issue associated with leak issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed other similar incidents. The investigation determined the reported difficulties appear to be a potential product quality issue. On february 25th, 2022, abbott vascular determined that a field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported device code 1354, leak/splash and (rdc) 1371 loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.

Manufacturer narrative:
Date of event estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the key of the indeflator has changed from white to blue and there is some difficulty with the new key in which it does not close and leaks as evidenced by blood. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.